Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their "heart rate dropped to fifty", and that they "passed out" and were "unconscious for a period of time". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.